Manufacturer narrative:
Updated fields: g3, h2, h3, h4, h6, h11. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image does not appear. It occurred during service/maintenance. There were no reports of patient involvement.